Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-25269 - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced 2 infusion set needle bent. Patient went to emergency room and was hospitalized. The cause for the emergency room visits and/or hospitalization was due to diabetes-related issue. Infusion set has been used for 3 hours. Patient was admitted in intensive care unit. Ketones level was high. The blood glucose level was 400mg/dl. Therefore, patient was treated with intravenous, fluids of saline, and insulin. No further information available.